Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl and was not getting any insulin. The customer treated her blood glucose level with a manual injection. The insulin pump was having battery issues. The constant tone started that day when she inserted a new battery. The insulin pump beeped with a power loss alarm. The insulin pump was without a battery for about 30 to 40 minutes. The insulin pump alarmed pump error 25, insert battery, and replace battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.